Event description:
It was reported that implantable pacemaker had longevity of 4.5 years and the device was used for only 2 months. Additional information indicated that engineering analysis indicated that atrial tachy response (atr) episodes are frequent. Atrial tachy detection and radio frequency (rf) telemetry to upload episodes could be causing an increase in power consumption as well. Also, there are no notable faults. Right ventricular (rv) pace impedance appears stable and right atrial (ra) impedance has two instances of low measures. Additional information indicated that the recent remote data shows that the battery remaining was at 3.5 years and low out of range shock impedance measurements. Reanalysis was requested and it was indicated that the system should be replaced. The reason was that the current consumption was not normal, and the high consumption was observed on days when the ra pacing rate exceeded 10%, and a short circuit in the ra lead pacing circuit was suspected. In addition, the date of the device replacement will be decided after explaining to the patient. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that implantable pacemaker had longevity of 4.5 years and the device was used for only 2 months. Additional information indicated that engineering analysis indicated that atrial tachy response (atr) episodes are frequent. Atrial tachy detection and radio frequency (rf) telemetry to upload episodes could be causing an increase in power consumption as well. Also, there are no notable faults. Right ventricular (rv) pace impedance appears stable and right atrial (ra) impedance has two instances of low measures. Additional information indicated that the recent remote data shows that the battery remaining was at 3.5 years and low out of range shock impedance measurements. Reanalysis was requested and it was indicated that the system should be replaced. The reason was that the current consumption was not normal, and the high consumption was observed on days when the ra pacing rate exceeded 10%, and a short circuit in the ra lead pacing circuit was suspected. In addition, the date of the device replacement will be decided after explaining to the patient. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. While, the ra lead remain in service. No additional adverse patient effects were reported.